Event description:
Catheter was flushed prior to placement with no problem. Removing the stylet during insertion was very difficult. A lot of flushing with normal saline was done throughout the procedure and the stylet was able to be removed. When the premeds were given some swelling was noted in the pt's arm and leaking was observed at the insertion site. Due to the swelling it was determined that there must be leakage in the catheter. The PICC line was pulled. Upon removal a tear in the catheter was noted and it was theorized, by the reporter, that the damage occurred during removal of the stylet.